Event description:
After treating a pt for approx. One hour at maximum machine settings, the 3100a's oscillator over heated and stopped, proceded by an overheat caution lamp and followed by audible/visible alarms.